Event description:
Victim appeared to be confined between bed and rail. Victim also suffered heart disease and dementing illness and debility. Only upon reissuance of death certificate did user become aware of potential need to report.